Manufacturer narrative:
The lot number for the device was provided. A review of the device history records was performed and it was confirmed that the lot met all release criteria. This is the only complaint reported to date for this lot number for this failure mode. The device has been returned to the manufacturer for evaluation. The investigation is currently underway.

Event description:
It was reported that measurements were taken prior to each treatment session. On the fifth session, a variance in the treatment lumen lengths compared to the first four sessions was noted: lumen 1 was 3mm shorter and lumen 3 was 4mm longer. The treatment plan was adjusted accordingly and treatment was completed successfully. There was no report of injury to the patient.